Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting attempts. It was also noted that the device was no longer providing stimulation and would no longer communicate with the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn (B)(6) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. However, an analysis of the data log revealed that prior to the explant procedure, there were charging issues due to the thermistor being triggered multiple times. The ipg was able to be fully charged in a room temperature environment (cis lab) in one four-hour charge cycle without any anomalies. With all the available information, boston scientific concludes that the allegation of ipg having charging and communication issues was confirmed. The charging current was low on charge cycles where the patient was not able to fully charge the ipg and the ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting attempts. It was also noted that the device was no longer providing stimulation and would no longer communicate with the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively.